Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2016. It was reported that the patient was experiencing stimulation in an undesired location. The patient began feeling stimulation strongly in the groin and was urinating all of the time (increased urination). The stimulation change was not related to positional movement. The patient programmer shows stimulation on. The patient had the ability to change stimulation and reported that he had already tried all groups and programs and declined any troubleshooting over the phone. The patient was referred to his health care provider. The patient wasn¿t able to get an appointment with his physician until the week after the report and he wanted relief now. The patient said that one day after a programming session he noticed the issue. Additional information received from a healthcare professional (hcp) indicated that the team worked hard to solve the problem, but ultimately the patient elected to have the device removed. They were not sure if anything could have been done differently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.